Manufacturer narrative:
The field service representative installed a new electronic patient gas system (epgs). The unit operates to manufacturers specifications.

Manufacturer narrative:
The reported issue was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) also duplicated the reported issue. During testing he observed that the fraction of inspired oxygen (fio2) would not increase when at low flow. Per srt, he determined the blender was the cause and it was replaced. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. The electronic patient gas system (epgs) fraction of inspired oxygen would not pass 0.60 at 0.5 liters per minute during verification release testing. In the epgs logs an 'o2 sensor and blender disagree' was being logged. It was determined that the blender bleed port is plugged, causing the blender to mix gases incorrectly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) would not pass the 60% test at 0.5 liters per minute (lpm). It would rise up to 80% and beyond. There was no patient involvement.